Event description:
It was reported that the patient underwent spinal fixation at l5. X-rays taken at three month follow up visit showed that a screw at l5 was broken. Reportedly, fusion had not occurred. There is no report of revision surgery.

Manufacturer narrative:
(B) (4). X-rays showed l4-l5 unilateral pedicle screws with degenerative spondylolisthesis grade two and a mass anterior to l5 of unknown origin (suspect interbody graft). The l5 screw is broken. The product was not returned for evaluation. A review of the device history records did not identify any applicable non-conformance to specification.